Event description:
Reviewed surgeon's database report which gave no info about the broken distal tip of the im nail. Reviewed the pt x-rays which show a break of a slot at the distal tip of the nail. I also noted that the nail was placed two years ago and was testing in a very high stress area of the femur. Review of email from dr (B)(6) to the surgeon indicates that there maybe have been a stress fracture in that location which had been unnoticed. No indication of project defect.